Event description:
A hysteroscopy procedure was done and upon withdrawal of the resectoscope sheath, the black fiberglass tip was left in the pt's uterus. Extraction of the loose body was without complications. The user facility staff had inadvertently reassembled and reprocessed the device, which broke the previous day during surgery with exactly similar results. The device was returned to the MFR's agent for evaluation.